Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled multiple cartridges with 250 units of insulin during the load sequence. Customer's blood glucose level was not impacted by the event. Reportedly, the customer reverted to an alternate form of insulin therapy.